Manufacturer narrative:
The reported incident was not a result of a device malfunction, the device performed as intended. A direct correlation between the reported incident and the nxstage system one cannot be established. Clinical staff have attributed the reported pt blood loss to poor arterial access cannulation. Nxstage considers this report closed, no additional info will be provided.

Event description:
During a routine hemodialysis treatment, a pt blood loss of approx 50 cc occurred. This event was not associated with a device malfunction or serious injury and is being reported solely to comply with the FDA's blood loss policy. Clinical staff reported problems with the access sucking air into the extracorporeal circuit upon initiation of treatment. The treatment was aborted just after initiation with an estimate blood loss of 50cc. No medical intervention was required as a result of this event.